Event description:
It was reported that this left ventricular lead exhibited loss of capture. No changes have been performed. This lead remains in service. No further adverse patient effects were reported.